Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed an alarm message during set up. The device was replaced and another gas blender was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system .the incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.